Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument involved with this complaint and completed the investigations. Failure analysis investigation confirmed the customer reported failure mode. The pitch cable located at the instrument's distal clevis hub is broken. The broken cable segment that contains the crimp was remained installed in the clevis. The clevis did not exhibit any damage or wear marks. Other cables at the wrist were not damaged. No other damage was found. Isi has conducted a device history record (DHR) review for this device and did not find any non-conformances that were related to the reported event. The customer reported complaint does not itself constitute a MDR reportable event; however, the broken pitch cable, found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that during a da vinci assisted myomectomy procedure, one of the cables at the distal tip of the tenaculum forceps instrument broke. No fragments from the instrument were reported to have fallen into the patient. The planned surgical procedure was completed and there was no patient harm, adverse outcome or injury reported.